Event description:
Zhang, q., shao, q., chang, k., sheng, z., zhang, h., chen, y., he, y.-k., li, t., li, l. (2025). A proposed grading scale based on radiographic imaging for wall apposition to estimate neurological complications after flow diverter treatment. Ajnr. American journal of neuroradiology. Https://doi.org/10.3174/ajnr.a8785 literature was reviewed regarding patients with intracranial aneurysms treated by a pipeline embolization device (ped). Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: pipeline embolization device. No deaths occurred in the study population. Among all ped patients, adverse events / device product performance issues included: incomplete wall apposition, transient ischemic attack (tia), cerebral parenchymal hemorrhage, subarachnoid hemorrhage, radiographic lesions without accompanying neurological symptoms, ipsilateral acute cerebral infarction, ipsilateral parenchymal hemorrhage, delayed aneurysmal rupture, ischemic events, in-stent stenosis. A total of 197 ped cases were included. Incomplete wall apposition was observed in 29 cases, while 168 cases demonstrated complete wall apposition. One patient had been excluded from the study population as they had required the use of an additional stent which did not fit the inclusion criteria for this study. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Literature article is included in the attachments. A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of online publication of the article. G.4. PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.